Event description:
Received a report from uhs of 2 over infusions of dilaudid due to the hospital receiving devices that had the wrong network configurations and a data set from a different hospital. The 2 incidents occurred on the same patient, involving 2 different systems. This report is for the second incident. See MDR #2016493-2011-00626 for first incident. The ICU nurse noticed the pca infusing at a different rate than programmed and discovered an incorrect data set in the device and the wrong concentration had been selected. When she realized the error, she was able to over-ride it and enter the correct concentration. Narcotic therapy was discontinued and the full system was eventually removed from the patient. The patient had no adverse effects from this second incident, and remained in the ICU for monitoring until (B)(6) 2011. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Customer stated that product will not be returned because their internal review has identified the root cause of the event. Their reported root cause is the incorrect date set on the device would not allow the user to enter correct programming. Uhs is reviewing its processes to make sure all devices have correct network configurations and correct data set before being put in use when transferred to a different facility.